Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he changed the infusion set the evening prior to the hospitalization and his blood glucose reading was 180 mg/dl. The customer then woke up the next day with a blood glucose reading of 22 mg/dl. The customer stated that he removed the infusion set from his site and the insulin was exiting from the tubing, as well as from the insertion site. No troubleshooting was performed as the customer felt uncomfortable with the insulin pump and wanted it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.